Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. It was recommended that this device be replaced. Subsequently, a revision procedure was performed and this crt-p was explanted and replaced. No additional adverse patient effects were reported.